Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between 17-may-2019 and 6-dec-2019 the right ventricular shock impedance was recorded initially at 500 ohms before dropping spontaneously to less than 200 ohms in the end of september 2019. In the beginning of (B)(6) 2019 it again dropped and stayed less than 200 ohms till the end of the recording period. The supra-ventricular shock impedance was recorded initially at 500 ohms, before spontaneously dropping to less than 200 ohms in the end of august 2019 and in the beginning of (B)(6) 2019. In the beginning of (B)(6) 2019 it dropped again and stayed less than 200 ohms till the end of the recording period, as described in the complaint. In the available iegm episodes, artifacts in the right ventricular channel were visible as wells as inadequate ICD shocks, as described in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Inappropriate shock deliveries were observed around 30 times. The shock impedance of svc and rv showed under 200 ohms. Therefore the patient was hospitalized and the ICD therapy setting was turned off.